Event description:
It was reported that the lead was exhibiting high impedance, oversensing and might be fractured. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) there were no anomalies found. However the distal conductor was noted to have blood/body fluid (not obstructed). The outer insulation had a cosmetic cut and depression. There was apparent explant damage. The proximal segment was returned and analyzed.